Manufacturer narrative:
(B)(6). (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-08763. It was reported that catheter entrapment occurred. Vascular access was obtained via the femoral artery. The target lesion was located at the posterior tibial artery. A 2.5mm x 150mm x 150cm sterling sl balloon catheter was advanced over a v-18 wire to dilate the lesion. The balloon catheter became stuck with the wire and was unable to advance further. The physician used a wire rotator, which was with the insufflation, to try to unblock the wire, but the balloon still failed to advance. The physician cut the wire in order to release the balloon and then removed all the devices from the patient's body. The procedure was completed with a new wire and a coyote balloon catheter. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling sl balloon catheter with no other devices. The balloon was loosely folded. The tip, balloon, markerbands, strain relief, inner shaft, and outer shaft were microscopically inspected. Inspection revealed tip damage, inner shaft damage (buckling) for inside of the strain relief area and moving distally, with numerous areas of both inner and outer shaft damage (buckling) throughout the catheter. The inner diameter (ID) of the wire lumen was measured at both ends with a calibrated pin gauge set; the ID was .019" at both ends, which is within specification. Functional testing was completed using a thruway .018¿ guidewire as the guidewire used in the clinical event was not returned for analysis. The thruway guidewire was loaded into the hub; however, the guidewire could only advance for 4.5cm and could not pass through the buckled inner shaft. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-08763. It was reported that catheter entrapment occurred. Vascular access was obtained via the femoral artery. The target lesion was located at the posterior tibial artery. A 2.5mm x 150mm x 150cm sterling sl balloon catheter was advanced over a v-18 wire to dilate the lesion. The balloon catheter became stuck with the wire and was unable to advance further. The physician used a wire rotator, which was with the insufflation, to try to unblock the wire, but the balloon still failed to advance. The physician cut the wire in order to release the balloon and then removed all the devices from the patient's body. The procedure was completed with a new wire and a coyote balloon catheter. No patient complications were reported and the patient's status is stable.